Event description:
A physician reported that anterior to posterior tear of the capsule was observed in the patients left eye during refractive surgery, for hydro dissection, the surgeon used a non-disposable cannula.

Manufacturer narrative:
H.3., h.6. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).